Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received a commanded 41j shock due to high out of range shock impedance measurements. After the electric shock was given, the device displayed a code 1005, indicating an open circuit condition. Boston scientific technical services (ts) was consulted and recommended a right ventricular (rv) lead revision. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received a commanded 41j shock due to high out of range shock impedance measurements. After the electric shock was given, the device displayed a code 1005, indicating an open circuit condition. Boston scientific technical services (ts) was consulted and recommended a right ventricular (rv) lead revision. Further information was received that a lead revision was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.